Event description:
The customer reported that prior to use of the device, the device displayed a red x accompanied by a chirp/beep. The red x was cleared by opcheck temporarily as the red x and chirp/beep returned. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.